Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient reported getting ¿high readings¿ on her cgm, which she trusted and gave insulin according to. The patient did not have a bg meter; therefore, no comparison reading was done. Later, the patient began experiencing the feeling of presyncope, was anxious, and ¿could not hold anything in her hands¿. The patient called emergency medical services (ems). Once ems arrived, the cgm was reading 263 mg/dl and the bg meter reading was 37 mg/dl. The patient was treated with a glucagon injection and transported to the hospital. She was treated with several medications (including medications for other co-morbidities) including metformin, atorvastatin, aspirin, carvedilol, gabapentin, potassium, and torsemide. The patient was discharged home 2 days later. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.